Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the distal left anterior descending artery. A 2.50mmx12mm emerge¿ balloon catheter was advanced to the lesion for predilation. The balloon was inflated at least three times however while during inflation, the pressure was unintentionally reduced and noted that the balloon had ruptured. The device was smoothly and completely removed from the patient and the procedure was completed using 2.5mm non bsc balloon catheter. No patient complications were reported and the patient's status was good.